Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of not being able to push insulin through with plunger to fill reservoir. Customer's blood glucose was unknown. Customer attempted to change infusion set and reservoirs a few more times, but issue was not resolved. Reservoirs would be replaced.